Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to heart surgery and hyperglycemia on (B)(6) 2016. The customer's current blood glucose 500 mg/dl at the time of incident. Customer other relevant blood glucose level was 570 mg/dl. The customer experience symptoms such as abdominal pain as result of high blood glucose. The customer was treated by intra venous. Customer was alleging that the insulin pump was under delivering. It was also was also stated that the insulin pump had motor error. Customer was unable to describe the possible damage to the drive support cap. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No under delivery anomaly, excessive no delivery or motor error alarms noted. The motor was tested outside of the device and passed. Device was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).